Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a high blood glucose event. She said on (B)(6) 2014, her blood glucose was 599 mg/dl. Customer declined troubleshooting her insulin pump because she knew why her blood glucose was so high. She stated, she was at a celebration and was eating too much junk. She contacted her doctor and he was able to treat her. Customer has not checked her blood glucose today yet. Nothing further reported.